Event description:
During treatment on a non-tortuous sfa focal lesion, the turbohawk would not 'pack' after the 1st pass. The turbohawk was removed and cleaned, but the cutter would still not advance into the nose cone. A second device was opened to finish the case. During the delay to open a new device a possible distal emboli that could not be removed was noted. No further intervention or injury to the patient was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.